Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown as it is unknown when the customer had contact with an hcp. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's father, reported the customer experienced an infection related to a freestyle libre sensor. The caller further reported that this issue was related to a sensor that was worn in (B)(6) 2017. The sensor was removed from the customer's arm and a "bump" was observed at the sensor site. Customer had contact with a healthcare professional and was diagnosed with an infection and prescribed an oral antibiotic for treatment. Additionally, customer's father was advised to "squeeze the location" of the infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the sensor serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all fs libre sensor and libre sensor kit within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, there were no confirmed complaints. There were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Caller, customer's father, reported the customer experienced an infection related to a freestyle libre sensor. The caller further reported that this issue was related to a sensor that was worn in (B)(6) 2017. The sensor was removed from the customer's arm and a "bump" was observed at the sensor site. Customer had contact with a healthcare professional and was diagnosed with an infection and prescribed an oral antibiotic for treatment. Additionally, customer's father was advised to "squeeze the location" of the infection. There was no report of death or permanent injury associated with this event.